Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 25mm screws. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
An event regarding screw fracture involving an unknown 25mm screw was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Left total hip revised due to cup loosening. Cup had loosened and screws broken. Poly disassociated from cup. Small amount of corrosion on stem.

Event description:
Left total hip revised due to cup loosening. Cup had loosened and screws broken. Poly disassociated from cup. Small amount of corrosion on stem.